Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba) and heart lead flex. Visual inspection revealed no anomalies on either assembly. Bench analysis verified a shorted diode on the heart lead flex. On the main pcba one supercap failed and one was marginal in-circuit. The device powered down immediately when the power was removed. After one supercap was replaced, typical operation resulted. All functional tests then passed. Conclusion: confirmed the reported failures seen during service and repair of the device. There was a shorted diode on the heart lead flex assembly and there was a defective supercap.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis, with the rate set to 70 paces-per-minute and the atrial and ventricular outputs set to 10 milliamperes and the backlight and menu off the battery was ejected and the device shut off after only one second. This test was performed five times with the same result. It was concluded that the main printed circuit board was out of specification in an electrical manner. Analysis also found that the two side bail covers and the battery drawer were broken. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.